Event description:
According to the reporter: the pt alleged injury. Medical history: cystocele, stress urinary incontinence, intrinsic sphincter deficiency and urethral hypermobility.

Manufacturer narrative:
(B)(4).